Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump got stuck during priming and a strange noise was coming from the motor as if the motor was forcing. Customer's blood glucose was 262 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No prime anomaly or rewind anomaly noted. The insulin pump was monitored and had no motor sound anomaly during rewinding noted. Motor passed motor test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.